Event description:
In the past eight months, eight nebulizers have been returned either because there was leakage around the threads where the top and bottom meet when the compressor was turned on or leakage was noted when the cup was filled before the compressor was turned on.